Event description:
During evaluation of a returned spectrum iq infusion pump, the device observed hard to operate second from left softkey on keypad. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation,observed hard to operate second from left softkey on keypad. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.